Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent grip tang, preventing the grips from opening. The grips did not show cracking damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the jaws of 8mm force bipolar instrument were not opening. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws of instrument were shut and did not open again after the procedure was completed. Patient information could not be shared.

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.